Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6 impact code: updated with additional information received. H6 device code: updated with additional information received.

Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, following assessment, the closure device was confirmed to meet the position, anchor, size and seal (pass) criteria and was released. After release, the closure device migrated proximally but remained stable in the appendage. A leak was noted in 45-degree angle on the anterior side. It is unsure of how big the leak is, the largest that was able to measure on transesophageal echocardiography (tee) was 4.5mm. No intervention was planned, and the patient is getting a computed tomography (CT) scan performed. The patient was kept overnight for observation and is expected to fully recover. It was reported that the closure device was proximal but still met anchor, size and seal portion of pass. There was no leak noted at time of discovery. There was no intervention planned or performed.

Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, following assessment, the closure device was confirmed to meet the position, anchor, size and seal (pass) criteria and was released. After release, the closure device migrated proximally but remained stable in the appendage. A leak was noted in 45-degree angle on the anterior side. It is unsure of how big the leak is, the largest that was able to measure on transesophageal echocardiography (tee) was 4.5mm. No intervention was planned, and the patient is getting a computed tomography (CT) scan performed. The patient was kept overnight for observation and is expected to fully recover.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6 impact code: updated from f26 no health consequences or impact to f2303 medication required.

Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, following assessment, the closure device was confirmed to meet the position, anchor, size and seal (pass) criteria and was released. After release, the closure device migrated proximally but remained stable in the appendage. A leak was noted in 45-degree angle on the anterior side. It is unsure of how big the leak is, the largest that was able to measure on transesophageal echocardiography (tee) was 4.5mm. No intervention was planned, and the patient is getting a computed tomography (CT) scan performed. The patient was kept overnight for observation and is expected to fully recover. It was reported that the closure device was proximal but still met anchor, size and seal portion of pass. There was no leak noted at time of discovery. There was no intervention planned or performed. It was further reported that the patient is remaining on oral anticoagulation (oacs).

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0036950686. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (medication required). Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. During the procedure, following assessment, the closure device was confirmed to meet the position, anchor, size and seal (pass) criteria and was released. After release, the closure device migrated proximally but remained stable in the appendage. A leak was noted in 45-degree angle on the anterior side. It is unsure of how big the leak is, the largest that was able to measure on transesophageal echocardiography (tee) was 4.5mm. No intervention was planned, and the patient is getting a computed tomography (CT) scan performed. The patient was kept overnight for observation and is expected to fully recover. It was reported that the closure device was proximal but still met anchor, size and seal portion of pass. There was no leak noted at time of discovery. There was no intervention planned or performed. It was further reported that the patient is remaining on oral anticoagulation (oacs).